Event description:
Reportable based on analysis approved on (B)(4) 2013. It was reported that crossing difficulty was encountered. The 80% stenosed target lesion was located in a moderately calcified and severely tortuous mid left anterior descending artery (lad). Predilation was performed using a non-bsc balloon catheter. A 8mm x 2.50mm nc quantum apex was then selected and advanced to treat the in-stent area but was unable to cross. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed balloon pinhole.

Manufacturer narrative:
(B)(4). Device evaluated by MFR.: returned product consisted of a nc quantum apex balloon catheter with no original packaging or other devices. There was contrast and blood in the inflation lumen and balloon. The balloon was loosely folded. There were multiple hypotube kinks. The shaft and balloon were microscopically examined and revealed no damage. Functional testing was performed by attaching an inflation device filled with water to the device. When positive pressure was applied, a stream of water emitted from the balloon wall. The balloon was microscopically examined and a pinhole in the balloon wall 2mm from the proximal end of the distal markerband was revealed. There was balloon material lifted around the pinhole with a deep scratch at the bottom. Microscopically examination presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. Inspection of the remainder of the device presented no other damage or irregularities. There was no evidence of any material or manufacturing deficiencies contributing to the damage or to the reported crossing difficulty. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).